Event description:
It was reported that a spectrum iq pump infusing ara c (cytarabine) ran dry (over-infusion) during patient infusion. The pump displayed 16 ml remaining with air noted in the line. The cause was unclear, including whether priming volume had not been subtracted or a possible pump issue. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.